Event description:
It was reported the patient received the following results within 15 minutes: 7:44 p.m. 279, 7:45 p.m. 207, 7:46 p.m. 200, 7:50 p.m. 421, 7:54 p.m. 198, the patient was using 2 test strip lot numbers. It is unknown which lot number was used for which blood glucose result. One test strip lot number was unknown. The other test strip lot number was (104870).